Event description:
It was reported that customer was admitted as an inpatient to a hosp for diabetic ketaacidosis. Troubleshooting was performed and pump programming and function appeared to be normal.